Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there was a speaker malfunction inop. The initial allegation indicated that sound was still present. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and verified the inop. The customer indicated that the device was giving normal alarm tones. The device was returned for bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did not produce sound. The issue is considered confirmed. The speaker was replaced, and the device was operational after repairs were completed.